Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior resection, on dissecting of the left colon, the stapler was not able to fire, the surgeon was able to press the green button and squeeze the handle. A loud snapping sound was produced. The reload would not fire. A new reload was used to complete the case. There was no patient injury.